Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited double beep no cassette. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in fair physical condition. Review of the event history log found no evidence of the reported complaint. Device was then powered on, and device started double beeping. This confirmed the reported customer complaint due to the downstream sensor, which was then replaced. The problem source has been determined to be unknown.

Event description:
Oracle ro 1069158: double beep no cassette(while testing/date unknown).